Event description:
A medtronic representative reported that after the end of a spine procedure, the site noted that their right thoracic probe was bent. Details of how the damaged occurred were not provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement right lumbar tactile probe shipped to site (B)(4) 2014. Suspect device has not been returned to manufacturer for analysis. Part not returned.